Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements with a gradual increase, above 125 ohms. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.